Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues reappear.